Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: "maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ ¿impella stopped if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿

Event description:
The user facility reported a 69-year-old male patient noted as high-risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. It was reported that the p level was reduced to p9 and after that the impella spontaneously stopped for a few seconds and then restarted on its own. After a few minutes more, the left ventricle systolic pressure started rising to a pedal pressure of around 260 with a left ventricle diastolic pressure being -114. As the pressures increased above normal range, the physician attempted to reposition the impella but the impella abruptly stopped. The pump was replaced with a new impella cp and used without incidence or complications. There was no patient harm reported.

Manufacturer narrative:
The investigation into the pump stop issue has been completed since the original report was submitted. The device was not returned for investigation. According to the data lag and the clinical information reviewed, the root cause of the pump stop was due to the clipped purge line on purge cassette tubing causing high purge pressure leading to the pump stop.